Event description:
It was reported by the customer that during a procedure, the patient received a burn while the vapr system was being used. No further information available. (On a telephone follow up call to the facility contact, rep, the contact reports that the patient sustained some "red" mark type burns near the working area of the surgery. The patient was not treated, burns not serious enough. This may have been a case of the electrode being placed on the patient's bare skin while it was still hot from use, or was inadvertently activated while being resting there. Afrigault may-2009).

Manufacturer narrative:
Although we do not believe that the device had any involvement in the reported incident, the device is being brought in for a full evaluation to conclusively ensure its integrity and rule it out as a source. Our findings will be the subject of a follow up report.